Manufacturer narrative:
Investigation was performed with the following: qc retain sob devices lot #w45029, exp 02/03/10. Cm cal h, pn 31822/ ln 217166, exp 08/07/12. Cm cal z, pn 31825/ ln 159997e, exp 01/12/12. Triage meters with gsp and tmas. Product support ran seven replicates each of the two calibrators on qc retain devices. Testing met specifications. Customer complaint was not confirmed. On going trending shall be performed to determine if further action is warranted. A review of mfg gsp data at pouch release and calibration showed the following on dln w45029: all tni and ckmb data points were within the mfg 2sd range. All release criteria were met. No corrective action is required at this time as product deficiency was not established.

Event description:
Caller reported discrepant troponin I (tni) results on triage profiler sob 25 test kit. Pt was diagnosed with chest pain and numbness on right side. Blood was drawn and cardiac markers run. Sample has been sitting too long to be returned to biosite for testing.